Manufacturer narrative:
The insulin pump was monitored and no blank display anomalies or unexpected low battery alarms were noted. No damage was found on the lcd isolation tape noted. The insulin pump powered up properly after battery installation and the operating currents are within specifications. However, the insulin pump had cracked case at the display window corners and with stained and shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call blank display. Customer's blood glucose level was 122 mg/dl. Troubleshooting for blank display was performed. Customer's insulin pump received a low battery alarm and then went blank. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.